Manufacturer narrative:
Unit alarmed compromised force sensor system during rewinding due to faulty fsr (gold). Pump passed displacement test, could not perform self test. Back light tested and working properly.

Event description:
Customer reported via phone call issues with the insulin pump. Customer¿s blood glucose level was 132 mg/dl. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.